Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned device revealed that the balloon is well folded and shows no signs of inflation. Microscopic analysis of the balloon surface revealed stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Dried contrast medium residue was observed in the inflation lumen, indicating application of negative pressure. The stent was returned separately in a plastic beaker. The stent is severely deformed over its entire length. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the handling during the procedure, i.e. Application of negative pressure prior to placement of the stent across the target lesion which is warned against in the IFU.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug eluting stent system was selected for treatment. The orsiro crossed into lm/cx but was stuck in the lesion. Therefore, the device was pulled out of lesion. After withdrawal the stent dislodged outside of the patient.